Event description:
It was reported that this lead expedited high out of range shock impedance measurements, measuring greater than 200 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).